Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced high blood glucose level due to sets falling off event on (B)(6) 2026. No further information available.